Event description:
Patient reported that the strip expiration date had rubbed off of the strip vial. Based on the strip lot number, patient was testing with expired strips. No patient injury was reported. Technical support requested the return of the suspect product and replacement product was shipped.